Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brushing teeth and small metal piece fell into mouth [device breakage]. Consumer sent e-mail stating a small piece of metal fell into his/her mouth while brushing. No injury was reported.